Manufacturer narrative:
No sample has been returned for evaluation for the report of unable to insert into sclera; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non conformances are removed from the lot and scrapped. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported he had to apply more pressure than usual when using the valved trocar blade during a procedure. He was able to perform and complete the procedure when he used another valved trocar blade. There was no harm to the patient. No additional information is expected. This is one of two reports from the surgeon.